Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.this MDR submission is a late submission. A nc has been issued.

Event description:
Patient reports the gums inflame while using aligners, has tonsillitis, and the dentist stated presence of oral thrush (fungal infection of the mouth) which has resulted in multiple doctor follow-up visits, pain, and discomfort. The dentist stated the patient was seen on 11/08/2024 and diagnosed with fungal infection of the gums as well as periodontal disease on the left side, both upper and lower quadrants. Dr. Recommends ceasing treatment after review of x-rays from jan. 2024 showing ongoing gum health issues.